Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/scan contacted lifescan (lfs) on november 11, 2006 alleging that the penlet cap was loose and fell off. A medical affairs specialist (mas) spoke to the patient on november 14, 2006 and obtained/verified the following information. For the past 4 days prior to the 11th, the patient has been unable to test her meter due to a misplaced penlet cap. The patient mentioned that the penlet cap was originally loose and 4 days ago, she attempted to test and lost the cap. The patient continued to take her oral medication (glucophage 500 mg) twice daily. On november 11, 2006 the patient felt dizzy and did not attempt to test since she knew that the penlet cap was missing. She took her glucophage and contacted her nurse for advice. She was advised to drink some lemon water and come to the hospital. The patient refused to go to the hospital and the patient's son borrowed the neighbor's meter for his mother to test her blood glucose. The patient felt better after drinking the lemon water. The patient tested on a non-lfs meter and obtained a 275 mg/dl. There was a 10-15 minute time difference from experiencing the symptoms to testing on the neighbor's meter. The patient did not go to the hospital and did not experience any further symptoms. Customer care advocate (cca) sent the patient a replacement meter, control solution and a new penlet. The complaint is being reported because the patient experienced symptoms and was unable to test due to a misplaced penlet cap. The patient drank lemon water and felt better afterwards. She tested on a neighbor's meter and obtained a 275 mg/dl.